Event description:
Patient had a silicone mcp break in vivo.

Manufacturer narrative:
Surgical report states that the implant was broken at the neck of the proximal stem. DHR showed no anomalies. Explant was not returned.